Event description:
A customer contacted baxter's technical service center regarding air in the patient line during the initial drain on the homechoice (hc). The home patient (hp) reported she was connected and had pressed go on the hc. The technical service representative (tsr) had hp disconnect and assisted hp with ending the therapy. The hp will reset the hc up with a new cassette and bag. No patient injury or medical intervention was reported.

Event description:
It is reported that the pt was revised and that the patella was found to be "in shreds."

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) that occurred during initial drain was not confirmed due to a lack of sample. The cause was undetermined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample lot number is unknown at this time. The sample availability is unknown at this time. A 510(k) number will not be provided in the MDR as the product code is unknown. A follow-up MDR will be submitted if additional information is obtained.